Event description:
It was reported the patient died in a nursing home. The cause of death was not reported. The drug in the pump was compounded baclofen and morphine. A rotor study was performed, and found the rotor moved appropriately. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.